Event description:
On (B)(6) 2026, (B)(6), identified a data loss event affecting the cardiac catheterization laboratory fluoroscopic imaging system. Fluoroscopic image data for 11 patients was rendered permanently unrecoverable. One scheduled cardiac catheterization procedure was cancelled as a direct result of the system disruption. Procedural documentation and anesthesia records maintained in the electronic health record (epic) were not impacted and remain fully intact. No patient injury, adverse clinical outcome, or delay in necessary care has been identified at the time of this report. A structured lookback is in progress to assess whether any of the 11 affected fluoroscopic studies were referenced for downstream clinical decision-making, including staged procedures, device sizing, peer review, or continuity of care. The patient whose procedure was cancelled was rescheduled without clinical sequelae. Preliminary assessment indicates software defect as the causal factor. Cybersecurity involvement has been ruled out by facility information security. No indicators of compromise were identified on forensic review. The device has returned to clinical service following it and biomedical engineering validation. The facility has conducted a hipaa security rule risk assessment regarding the loss of availability of electronic protected health information and has documented the affected medical records to reflect that fluoroscopic images for the identified date range are unavailable. This report is submitted voluntarily; no mandatory MDR threshold under 21 cfr 803 was met.